Event description:
Patient underwent a postoperative x-ray for alignment verification after an open reduction and internal fixation of her left tibial plateau. When the technician saved the examination, the incorrect cassette image identifier was used. The software does not allow for correction.the manufacturer is sending a representative to review issue.